Manufacturer narrative:
The investigation of the complaint was carried out considering theanalysis of the information given by the dentist in the guarantee form,visual conference of the product returned by the dentist and theevaluation of relevant production records.

Event description:
(B)(4)- the dentist reported that decided to remove the dental implant during its installation surgery due to difficulty to insert the implant in patient¿s mouth.